Event description:
The facility's tech reported an infusion pump with an 807:01 failure code. The tech stated that there have been no reports of any pt incident involving the pump since the last baxter service event. This failure did not occur during pt use or biomed testing. Add'l contact info was requested but not provided.